Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a fresenius cycler/ fresenius cassette malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
In a customer experience survey, this in-center hemodialysis patient reported being hospitalized (date unknown) for two months with peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a pd nurse confirmed the patient utilized fresenius cycler with fresenius cassette when on pd modality (prior to (B)(6) 2019). The pd nurse was not able to find documentation of a peritonitis event in the patient¿s medical record. No further information about the peritonitis is available despite multiple attempts to reach the patient.